Event description:
It was reported that a 39-year-old caucasian female patient underwent a breast augmentation revision surgery with 500cc mentor memorygel xtra breast implants. Post-operatively, the patient experienced baker grade iii capsular contracture of the right breast and capsular contracture of an unknown baker grade in the left breast, which was confirmed during a physical exam. As a result, the patient underwent a left capsulectomy and a bilateral pocket modification with galaform placement. The patient is scheduled for unilateral removal and replacement of the right breast implant with a 500cc mentor memorygel xtra breast implant on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2022-14902 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 05, 2023, mentor became aware that the left device complaint (B)(4) was a duplicate complaint file of (B)(4). As such, reporting for the left device in this file will cease. Manufacturer's reference number: (B)(4).